Event description:
It was reported that a patient can no longer feel stimulation and believes the device may not be working. The patient is experiencing an increase in depression. The physician who saw the patient was able to interrogate the patient's device after multiple tries. The physician referred the patient for a surgical consult. Good faith attempts to obtain additional information have been unsuccessful to date.